Manufacturer narrative:
Analysis of the catheter revealed catheter sutureless connector (sc) connector coring/tears/cuts in seal; meets leak criteria.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding an (B)(6) year-old, male patient who was receiving gablofen 500mcg/ml at 289 mcg/day via an implantable pump for intractable spasticity. The patient's medical history included anoxic brain injury at birth, seizure disorder and scoliosis. The patient's concomitant medications included phenobarb, clonipine, topramax, zonergran, pepcid, prevacid, neurontin, and carnator. On (B)(6) 2015, the patient's legs were still and shaky; the patient was agitated and irritable within 24 hours of pump replacement (due to expected end of life battery). It was unknown what led to the event. On approximately (B)(6) 2015, a catheter dye study showed questionable loculation and dye did not appear to be diffusing through csf in spine. The same day as the dye study, a CT scan was done and found no evidence of inflammatory mass detected. They increased the daily infusion rate and got temporary improvement in spasticity, but never sustained results. The catheter was replaced; when neurosurgeon cut the catheter at spinal incision site, a spontaneous retrograde flow of cerebrospinal fluid (csf) was obtained from the spinal segment. The entire catheter was explanted. The infusion rate was restarted at (B)(6) lower. The patient's status was reported as "alive - no injury." As of (B)(6) 2015, the patient was receiving efficacious therapy. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.